Event description:
Reference importer # (B)(4).

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med ltd. As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.